Event description:
The customer reported that the left (live) monitor would go black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.